Manufacturer narrative:
The device is not available for evaluation. The investigation is pending.

Event description:
The event occurred on an unknown date involving a transpac¿ it monitoring kit, 84" safeset reservoir, 2 blood sampling port, 3ml flush device, un-bonded macrodrip where the reporter stated that the art line malfunctioned and was reporting increasingly worsening hypertension, but with a good waveform and perfectly functional art line tubing/set. There was patient involvement but no adverse events.

Manufacturer narrative:
The complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history report (DHR) for lot 13979091 was reviewed and no non-conformities were found that would led to the reported complaint.